Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. In 2/2002, the patient's blood glucose results were 58 mg/dl, 95 mg/dl, 220 mg/dl. Tests were done within 5 minutes with a difference of 77%. The next day, the patient's blood glucose results were 140 mg/dl, 145 mg/dl, 211 mg/dl. Tests were done within 5 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further info has been reported.